Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on cgm. Reportedly, the cause for the reported issue was due to an occlusion. Elevated bg was addressed with a correction bolus via the pump. A supply change was performed to resolve the occlusion. It was also reported that a malfunction alarm occurred. A pump reset was performed to clear the malfunction. It was then reported that the pump time was incorrect, due to pump reset. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.